Event description:
A nurse reported that the customer was hospitalized for low bgs and they are acting unreasonable and aggressive. Assisted in disconnecting the customer from the pump. The insulin type, time and date were verified. Troubleshooting could not be performed at the time of call.